Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, and the customer problem was duplicated. The pump was found to display an error code 41786 after switching on the device. The flow rate was also found to be too low. The cause of the customer reported problem was the expulsor was too small, and the cause of the error code was a defective main board. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the expulsor and the main board.

Event description:
It was reported that the delivery rate was not achieved. There was unknown patient involvement, and unknown signs or symptoms experienced.